Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were 15 false negative results seen across two lot numbers. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3322806. D4. Medical device expiration date: 18-aug-2024. H4. Device manufacture date: 18-nov-2023. D4. Medical device lot#: 3275524. D4. Medical device expiration date: 04-jul-2024. H4. Device manufacture date: 02-oct-2023. E1. An additional phone number was reported as follows: initial reporter phone (B)(6) h6. Investigation summary: catalog 442021. Batch no. 3322806 & 3275524. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.